Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented to the operating room for a new implantable cardioverter defibrillator due to the patient¿s current implantable cardioverter defibrillator having reached its elective replacement interval. The physician intended to continue using the patient¿s right ventricular lead but determined that the lead was now exhibiting low impedance. During the process the patient required multiple rounds of external defibrillation. The physician elected to cap the lead and replace it on (B)(6) 2018. The new lead was then used with yet another new implantable cardioverter defibrillator with a compatible header as the initially chosen replacement implantable cardioverter defibrillator was incompatible with the chosen new lead. The patient was stable before and after the procedure.